Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 67-year-old male for the indication of acute myocardial infarction and cardiogenic shock. The patient was in society for cardiovascular angiography and interventions shock stage d and was initially managed and transferred to the intensive care unit. During the intensive care unit stay, the patient developed a hematoma at the access site around the repositioning sheath overnight, which required transfusion of blood products of 5 units. Hemostasis was achieved by using a femostop device. Pulses were assessed and confirmed by doppler, with no evidence of lower extremity ischemia or compromised blood flow. Additional contributing factors to the hematoma development included intermittent patient movement and underlying obesity. Pt remained on support for 4 days and successfully wean and survived.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.